Event description:
The customer reported that a patient had a large (4.8 cm) renal lesion that was ablated for 45 minutes in one position then 30 minutes in a 2nd position. During the ablation, the hca checked the four pad sites infrequently and not thoroughly enough. It was not identified that the pads has heated up during the procedure and only when the pads were removed post procedure that burns were noted at each pad site. The worst burn occurred on the inside of the patient's leg. The patient is following up with a plastic surgeon.

Manufacturer narrative:
(B)(4) 2013. The incident grounding pad was not returned to covidien for evaluation. Additional questions regarding the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.